Manufacturer narrative:
Adverse event caused by user smoking. No evidence cannula made by jumao. Cannula was connected to truair-5 oxygen concentrator (made by jumao) model # 1-02c5l (generator, oxygen, portable, procode: caw) with serial # (B)(6). The oxygen concentrator at issue falls within a range of serials numbers subject to recall. Recall number: z-0795-2025. Recall initiation date: 12/09/2024.

Event description:
Patient suffered flash burn to face while smoking and using oxygen concentrator. Patient sustained 2nd degree burns to face. Patient was transferred to trauma center and was placed on a ventilator. Patient was extubated same day and subsequently died. There is no data provided to support that the device(s) in question malfunctioned.